Event description:
The complaint/event occurred on an unspecified date and involved a chemolock¿ port. It was reported that, during patient use, the injector was able to be loosened after it was applied (even after the ¿click¿ in place). Both products were placed on tubings prior to connecting to the patient. As a result of a chemotherapy spill, some came into contact with the patient¿s clothing, surroundings and the patient¿s spouse¿s shoes. No chemotherapy came in contact of the healthcare provider. Proper personal protective equipment (ppe) was used to clean up spill. The patient and the healthcare provider were fine after the incident. There was no specific human harm reported.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If a return or any additional information is later received, then a supplemental emdr will be submitted at that time.

Manufacturer narrative:
No product samples, videos, or photographs were provided for investigation. A lot production history record review identified that the finished goods were sorted for the defective springs. The lot was released after 100% rework. The probable cause of the difficulty connecting and maintaining connection between a chemolock port and chemolock injector is typical of a defective spring that escaped sorting and rework in salt lake city.